Manufacturer narrative:
To troubleshoot the issue, service replaced multiple parts for being dirty and multiple parts for leaking. The diaphragm vacuum pump and sheet valve for vacuum pump were determined as the likely cause. Service verified the system function by performing successful calibrations as well as a successful control run. No additional discrepant results were reported. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results for seven patient samples tested on the architect c16000 system. Sample ID (B)(6): initial results 154.2 and 160 mmol/l retested at 137.3 mmol/l. Sample ID (B)(6): initial result 176.4 mmol/l retested at 142.1 mmol/l. Sample ID (B)(6): initial result 179.8 mmol/l retested at 142.6 mmol/l. Sample ID (B)(6): initial result 175.8 mmol/l retested at 142.2 mmol/l. Sample ID (B)(6): initial result 179.1 mmol/l retested at 140.3 mmol/l. Sample ID (B)(6): initial result of 173.9 mmol/l retested at 138.7 mmol/l. Sample ID (B)(6): initial result of 174.5 mmol/l retested at 142.5 mmol/l. No adverse impact to patient management was reported.